Manufacturer narrative:
Concomitant medical products: sedr01 ipg, implanted: (B)(6) 2011.

Event description:
It was reported that the patient's right ventricular (rv) lead was capped and replaced for high pacing thresholds in place for the previous 14 months. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.